Manufacturer narrative:
Added information to h3, h6. H3. Device evaluation: customer report of regurgitation was unable to be confirmed through visual observations. Report of pannus was confirmed. The x-ray demonstrated the wireform and cocr band remained intact; the vfit band does not appear expanded. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 2 on the inflow aspect. Host tissue on the stent circumference was moderate at the inflow aspect and minimal at the outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 4mm at commissure 2 on the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was partially cut off around the valve and exposed the metal band. Cut off sewing ring fragment was returned with valve. Multiple suture threads were observed around the valve sewing ring and cut off sewing ring fragment.

Event description:
Edwards received information that a 25mm 11500aj valve was explanted when aortic root replacement (bentall) was performed due to aortic root dissection. The valve was explanted after an implant duration of approximately six (6) years due to aortic regurgitation. Degree of aortic regurgitation was mild. The device was explanted and replaced with a 23mm 11500aj. Pannus was observed. The patient was asymptomatic. Patient outcome was reported as recovered. The device was returned for evaluation due to hospital request for evaluation.

Manufacturer narrative:
The device was returned to edwards for evaluation. Evaluation of the device is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.